Event description:
It was reported that during an arthroscopic suturing of the meniscus the suture tore while tightening the loop. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. One unpackaged ar-1588rt-2j was received for investigation. Functional testing was not performed because the device loops were broken/damaged. Visual evaluation found that the device sutures were damaged/torn. The loops are broken. The most likely cause for the reported failure is a user error. Dfu-0147, excessive force on the shortening suture strands may break the strands and impair the ability to seat the implant fully.